Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the lead experienced high thresholds, high impedance and a possible fracture. On x-ray and during visual inspection of the lead at the lead removal procedure, the lead appeared kinked on the exit of the chest at the junction of the sternum and subcutaneous tissue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.